Manufacturer narrative:
(B)(4). Batch # 527a69. Additional information was requested, and the following was obtained: could you please clarify per "when he opened there were three to four staples and then it stopped and then none the rest of the way on the patient's side." Was it partially fired? Or was the staple line incomplete after fired? The doctor said there were 3-4 formed staples on patient side and then there were no staples deployed but it still cut. The specimen side had formed staples all the way is the patients hospitalization longer than the surgeon¿s standard course of care as a result of the difficulties with the device? Patient went home as planned. My surgeon said she is doing fine he saw her in the office yesterday. Additional information: the event occurred on the 3rd firing of a green reload, gst60g with buttressing material. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo, it was observed a green reload that appears that was fully fired in the right side and partially fired with some remaining staples on the left side. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload present. Additionally, the reload was received with the right side fully fired, and the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure, the green reload in the gun while firing, it made a sound that didn't sound right. When he opened there were three to four staples and then it stopped and then none the rest of the way on the patient's side. Another device was used to complete the procedure. At this time there are no patient consequences. The patient is still in the hospital.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2022 b1: no longer an adverse event h1: malfunction instead of a serious injury h6: health impact code: no patient consequences.